Manufacturer narrative:
Product event summary: the pscc100 with lot number 0012643686 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft and handle. During visual inspection of the spiral array segment, it was noted to be knotted and the pebax tube was observed to be kinked. Performance functional testing with the generator could not be performed due to the condition of the returned catheter. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. The electrical continuity test did not reveal any anomalies. During microscopic inspection of the array segment, it was observed that the proximal end of the nitinol wire was partially detached from the dual lumen. In conclusion, the reported array knot was confirmed. The catheter failed the returned product inspection due to spiral array was observed to be knotted and kinked. The proximal end of the nitinol wire was observed to be partially dislodged from the dual lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, when moving from the left pulmonary vein (pv) to the right pvs, the spiral array appeared tangled and flipped. It was attempted to be resolved within the patient, then outside of the patient, but the issue persisted. The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: psg100; product type: 3294-generator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.